Event description:
Covidien sonicision tip broke while in use laparoscopically. The tip was found and removed from the patient. A new sonicision was opened to finish the case. The broken handpiece, with tip, given with original packaging to clinical leader.